Event description:
A medtronic representative reported a navigated solera standard screw driver broke while being used in an open thoracolumbar fusion procedure. The reported issue did not impact the pt's outcome.

Manufacturer narrative:
The lot number is unk until part is returned. The device manufacture date is unk until part is returned. The suspect device has not been received by the manufacturer for evaluation.